Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump display went blank. The pump continued to operate as expected. A short time later, the display reappeared. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.